Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2013 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The device recorded an in range patient impedance during this time. On the first occasion no shock was advised. On the second occasion four shocks were delivered. Manual power ups under one minute duration were recorded between (B)(6) 2015. This may indicate the user was power cycling the device or the device was switching on automatically and the user was intervening by turning the device off via the on/off button. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.